Event description:
The doctor reported that the distal end of the airway was blocked after the emg tube was inserted into the patient. He attempted to re-insert the tube three times, then used an endoscope to visualize the tube's location but could not see past the vocal cords. The surgical coordinator was contacted by medtronic xomed and she stated that there was no injury to the patient, and that the anesthetist is a recent addition to the hospital staff and may not be familiar with the soft silicone distal tip of the product.

Manufacturer narrative:
Tube was thoroughly examined by quality engineering in accordance with the manufacturing instructions, including a visual examination of the lumen of the tube, external shaft and cuff, the roberts valve and connector. No abnormalities or issues could be found that would cause or contribute to and airway obstruction. The cuff inflated normally without any issues or physical deformities. A stylet was also passed down the lumen to detect any blockages herniations, or lumen delamination that could not be visualized on examination. No such issues could be detected. The device history record for the lot number of the reported device was reviewed to identify any issues that may have occurred during manufacture of the product involved in the event. No deviations, issues, or non-conformances were found. Changes that might have been made to the design or manufacturing process were reviewed with the following results: no supplier material or process changes in the last two years. No manufacturing process changes impacting issue. Raw material and fg non-conformance's review; no related issues. Cuff material; no durometer changes. The IFU for the emg tube was reviewed and states: do not over inflate the cuff. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter for patency after test inflation. Secure the tube once positioned properly in the trachea. Inflate the tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained.